Manufacturer narrative:
The technician replaced the brake casters and the brake steer caster to resolve the issue.

Event description:
The technician alleged the brake casters are pivoting from side to side while in brake mode. No patient impact.